Event description:
Additional information received from the hcp reported the patient first started experiencing refill discrepancies one year ago. The pump logs were checked for troubleshooting the volume discrepancies. The cause of the volume discrepancies was not determined. There were no actions/interventions taken to resolve the volume discrepancies. The lack of therapeutic effect had not resolved. Estimated elective replacement indicator (eri) was estimated at 13 months. The patient was scheduled with the implanting to doctor to help resolve the event.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for dilaudid with an unknown concentration and dose. It was reported an underinfusion volume discrepancy occurred. Actual reservoir volume was 8 ml, and expected reservoir volume was 1.9 ml. No alarm events were reported in the pump logs. The hcp stated the patient had reported the pump therapy was no longer having the same effect that it had previously. The hcp reported refill discrepancies had been occurring for a while dating back to 2016. The patient did take oral pain medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.